Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that there were 20 units of insulin remaining than what the pump had recorded. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: during investigation, there user settings were reviewed and a "low cartridge" set to 10 u. The battery compartment was undamaged and the returned battery cap was able to fit securely. The ez-prime steps were performed correctly. A cs 178 low cartridge warning was simulated. The pump gave the appropriate cs 178 warning at the correct level. The "low cartridge warning issue" was unable to be duplicated. (B)(4).